Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer has received multiple intermittent occlusion alarms. The customer experienced blood glucose (bg) levels in the 400's mg/dl and trace levels of ketones. Manual injections were administered to address the bg levels. The past occlusions were resolved either by resumed insulin without changing any supplies or performing a complete supply change and then resuming insulin. As the occlusion alarms had occurred in the past, tandem technical support was unable to perform a system check to determine a possible cause of the occlusions.